Event description:
This is a (B)(6) man who underwent posterior cervical laminoplasty 3 days ago. The pt felt a sudden pop and it was noted that the wound has dehisced with sutures broken completely down to the cervical spine. The pt remained afebrile and there was no apparent purulence. Closed wound (B)(6) 2012. Initial surgery (B)(6) 2012. Suture failure.